Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted an arc mark on the back side of the case. Review of device memory revealed the device recorded a shorted lead fault. An x-ray of the internal circuitry found an internal fuse was damaged, consistent with damage caused by a shorted condition during shock delivery. Laboratory testing confirmed that pacing therapy remained available, but shock therapy was unavailable due to the above-mentioned circuit damage. Laboratory analysis concluded the device reached eol due to external shorting to the device case which caused damage to the internal fuse. Analysis determined that the shorted lead fault was not displayed due to a software setting in the programmer which did not allow the fault to be displayed once the device had declared eol. This issue is discussed in our product performance report.

Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was not feeling well and went to the emergency room (ER). It was noted that the patient received several shocks. At the ER, the device was interrogated and found to have a battery status of end of life (eol). A capacitor reformation was performed and charge time measurements were greater than 45 seconds. The patient was considered unprotected and admitted to the hospital. Shock impedance measurements have risen since implant; however, they remain within normal limits. Technical services (ts) discussed that the device may have shorted out and triggered eol. Ts recommended testing the leads integrity before releasing the patient home with a new device. Ts also discussed that at eol rf capabilities are disabled and the device can no longer talk to the communicator.